Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received a supplemental form will be completed.

Event description:
It was reported that the touch screen became unresponsive. Half the screen is colored gray and the other half of screen shows colored lines. No impact to customer's blood glucose level.